Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2018-00351. Reference exemption number e2017029.

Event description:
It was reported that talons were removed due to patient condition.

Manufacturer narrative:
An investigation was not performed because no device was returned, and no failure was described. It was not possible to calculate the complaint rate, or review the DHR or risk file since no device failure was described. The root cause cannot be determined due to no device returned and no failure described. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.